Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of a transcatheter valve, the patient had open abdominal aortic aneurysm (aaa) repair with bilateral common iliac grafts. During loading, unusual resistance was felt and the valve was inspected prior to entering the body. An in-line system was attempted due to the patient's anatomy. Upon delivery catheter system (dcs) insertion, resistance was felt when approaching the common iliac artery. The delivery catheter system (dcs) was rotated to change the orientation of the spines; however, this was unsuccessful. Subsequently, the system was withdrawn from the patient. Following dcs removal, the nose cone and copper wire were not attached to the dcs. A snare was used to retrieve and withdraw the nosecone and copper wire from the patient. Subsequently, an arteriotomy was performed at the right common femoral artery with a cut down approach, and the procedure was aborted. It was planned to reschedule the implant procedure with alternative access. Per the physician, the patient's tortuous/calcified anatomy and open aaa repair with grafts contributed to this event.

Manufacturer narrative:
Updated product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle and capsule fully open. The inner member had detached prior to receipt of device and was not received for analysis. Torsional deformation was evident to the base of the inner member at the detachment site. Deformation was evident to the distal section of the capsule. No other deformation was evident to the remainder of the device. The reported separation could be confirmed through analysis. Corrected: h6, removed ime e0506 and fdd a01 codes as hemorrhage/bleeding was not reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Corrected data: updated product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received with the handle and capsule fully open. The inner member had detached prior to receipt of device and was not received for analysis. Torsional deformation was evident to the base of the inner member at the detachment site. Delamination was evident to the distal section of the capsule. No other deformation was evident to the remainder of the device. The reported separation could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of a transcatheter valve, the patient had open abdominal aortic aneurysm (aaa) repair with bilateral common iliac grafts. During loading, unusual resistance was felt and the valve was inspected prior to entering the body. An in-line system was attempted due to the patient's anatomy. Upon delivery catheter system (dcs) insertion, resistance was felt when approaching the common iliac artery. The delivery catheter system (dcs) was rotated to change the orientation of the spines; however, this was unsuccessful. Subsequently, the system was withdrawn from the patient. Following dcs removal, the nose cone and copper wire were not attached to the dcs. A snare was used to retrieve and withdraw this from the inside of the patient. Subsequently, an arteriotomy was performed at the right common femoral artery with a cut down approach, and the procedure was aborted. It was planned to reschedule the implant procedure with alternative access. Per the physician, the patient's tortuous/calcified anatomy and open aaa repair with grafts contributed to this event. Additional information was received that the minimum diameter of the access vessels were right femoral artery (rfa) 8.6x9.3mm, right external iliac (rei) artery 5.9x7.0mm, and right common iliac (rci) artery 11.9x13.8mm. When withdrawing the dcs, the capsule was closed until it was aligned with the catheter tip. The patient's aaa repair bilateral common iliac grafts were a contributing factor to the event as it was presumed the nose cone or inner member got caught on the iliac grafts.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle and capsule fully open. The inner member had detached prior to receipt of device and was not received for analysis. Deformation was evident to the distal section of the capsule. No other deformation was evident to the remainder of the device. The reported separation could be confirmed through analysis. Updated: b5, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.